Event description:
It was reported by our (B)(6) affiliate that an annular rupture occurred after transfemoral deployment of a 23 mm sapien xt valve. The patient had localized calcification on the non coronary cusp (ncc) and the left coronary cusp (lcc). The calcification of the lcc was observed to move significantly during balloon aortic valvuloplasty (bav). The sapien xt valve was deployed slowly with 2.5 ml less than nominal volume used and implanted in the intended position. An angiography revealed what appeared to be an annular rupture around the ncc. The patient¿s bp dropped gradually to 50¿s mmhg and a pericardial effusion had increased, as noted by transesophageal echocardiogram (tee). A pericardiocentesis was performed and cannulas were inserted for cardiopulmonary bypass (cpb). Noradrenaline was administered and the patient¿s bp rose to 100/40 mmhg. The pericardial effusion drainage noted to be decreasing. The team decided to administer protamine and take an observation course. Ultimately, cpb was not performed. The patient left the room intubated and was extubated on the next day. The patient had an annulus diameter of 20.2 mm and a calculated area of 320 mm².

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case as reported the patient had localized calcification on the ncc and the lcc, which was noted to move during bav. This localized calcification likely contributed to the reported annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.